Event description:
On 05/29/2024 it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer shaft jammed and wouldn't spin in the ar-9597-20 augmented mgs 20-degree angled reamer sleeve. This occurred during an rtsa that was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information was provided on 6/3/2024 where the sales representative stated that this event occurred on 05/29/2024. The reaming was complete when the occurrence happened.

Manufacturer narrative:
Additional information was provided on 6/3/2024 where the sales representative stated that this event occurred on 05/29/2024. The reaming was complete when the occurrence happened.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-20, batch 37622035, was received, with an ar-9676, stuck inside, for investigation. Visual inspection noted signs of wear on the device: circumferential grinding on the collar. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-20. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.